Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and sustained a head injury. Unspecified treatment was provided by an emergency healthcare professional, and the customer was hospitalized and remained there for approximately 7 days for observation due to the head injury. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.